Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the reason for mesh implantation: stress urinary incontinence and hyper-urethral mobility under general anesthia .procedure (s) performed: cystourethroscopy and mid-urethral sling complications post surgipro mesh implant: (interim medical records from 10/12/2006 to 02/05/2008 were not available for review). As on (B)(6) 2008: stress urinary incontinence. Scheduled for monarch (must be monarc) sling procedure (per operative report) additional mesh implant (monarc) surgery: (B)(6) 2008: underwent monarch (must be monarc) sling procedure for stress urinary incontinence under general anesthesia.